Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(6)clinical study. It was reported that patient underwent right total hip arthroplasty on (B)(6)2005. During post operative monitoring and testing, patient reported leg length discrepancy. These findings were found due to follow up testing. There has been no reported revision procedure to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "undesirable shortening of limb."